Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation nor was the receiver data provided from the patient to review; therefore, the reported inaccuracy between the continuous monitoring system and the blood glucose meter cannot be confirmed. Additionally, it should be noted that the diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report a hypoglycemic event and an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. Patient's mother received a call from patient's school nurse because patient felt like her blood glucose was low. They discovered that cgm was reading 76 mg/dl and bg meter was reading 51 mg/dl, so school nurse administered glucose tablets to patient. Patient inserted sensor into arm against user guide recommendations. At the time of contact with dexcom technical support, patient was fine and no further medical intervention or injuries were reported.